Event description:
It was reported that the battery gauge was intermittently fluctuating resulting in the pump shutting down. The customer's blood glucose was between 500 - 530 mg/dl. Elevated bg was addressed by a correction injection via manual insulin therapy. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.